Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an inaccurate fill estimate. Reportedly, the fill estimate gauge displayed 120 units for around 5 hours. The customer reported that it eventually went down to 110 units, then to 105 units. Tandem technical support (cts) educated the customer about static numbers and the customer acknowledged. The customer's blood glucose level was 160 mg/dl. Additionally, it was reported that the customer received a red warning under the bolus option on the main screen. Cts instructed the customer to look at alerts and alarms and the customer verified it was an occlusion alarm. Reportedly, the customer moved the tubing of the pump and hit the resume button shortly after the alarm was received. Cts explained to the customer that the warning occurred due to the occlusion alarm and has been resolved since the customer resumed insulin; customer acknowledged. The customer's blood glucose level was 158 mg/dl. Although requested, no additional information was provided regarding the reported issue.